Event description:
It was reported that an ilet device became completely unresponsive and would not charge despite placement on the supplied charging pad and attempts with an alternate flat phone charger, with the user noting prolonged charging times prior to the failure. Symptoms included no clinical symptoms. Outcomes included no impact on health status, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, verification of power sources, and arrangement of device replacement with return of the original device for assessment. Investigation of this case revealed a device charging malfunction consistent with battery depletion or charging system failure involving the charging subsystem. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to the power/charging system.